Event description:
It was reported that doctor felt that with this case in particular there was too large of a gap discrepancy between medial and lateral laxity. Doctor deviced to convert to s&n manual instrumentation. No patient injuries involved and delay of less than 30 minutes was reported.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for troubleshooting and usage of the device. The case log files and screenshots were evaluated. Interim and final plan of the surgeon can be found within the screenshots. The surgeon had completed the plan to have equal medial and equal lateral gaps when comparing extension and flexion. The surgeon had planned to cut femur at 2 degrees of external rotation to balance joint laxity in the lateral compartment, and with an increased femur component size, tighten the loose lateral compartment in flexion. The decision to revert to manual instrumentation is not due to any lack of information provided, and no parameters of information depicted within the archive show any system issues with this case. All planning parameters look to be within acceptable surgical boundaries as depicted within literature for deformities of this nature. Conversion to manual instruments was a surgeon choice, irrespective of any system issues, or information issues. The system performed within expected parameters.